Manufacturer narrative:
As reported in a research article, a trifecta valve was replaced with a valve in valve for an unspecified reason. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article titled, "anticipating coronary obstruction with three-dimensional printing in transcatheter aortic valve implantation¿ identifying a 23mm trifecta valve that was related to a valve in valve reoperation. Simulation of transcatheter aortic valve implantation on three-dimensional printed models was performed on the patient due to high-risk anatomy for coronary obstruction. Procedural simulation for the patient showed no coronary obstruction despite anatomical risks. The actual procedure was also successfully completed with no coronary obstruction.